Event description:
Additional follow up revealed that patient's ipg was not put into surgery mode during their hip replacement procedure. As a result, patient underwent a surgical procedure on (B)(6) 2018, and entire scs system was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional follow up revealed that device was returned and investigation is complete.

Manufacturer narrative:
The manufacturer has limited information related to patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient was unable to connect his ipg with the clinician programmer (cp) or patient controller (pc). Reportedly, the patient experienced a loss in stimulation following an unrelated surgery on (B)(6) 2017. Reportedly, no intervention has been planned at this time.